Manufacturer narrative:
The affected fabius was inspected by service after the reported event. The pcb lp control and the ventilator motor were replaced. In addition, the electronic error log file was saved. During initial visual inspection of the components, oil was found on the incremental encoder disk of the motor. The incremental encoder disc has a slot pattern which, in combination with a photoelectric sensor, serves to determine the position of the ventilator piston. The oil found blocked one or more slots so that the position could not be detected correctly. As a result, the piston has repeatedly raced over the top end position against the cover of the ventilator cylinder over an extended period of use (about 1 week). In such a case, the fabius tries to redetermine the piston position by referencing. If this is successful, automatic ventilation continues with the set parameters. Repeated hitting the cover and the associated current spikes apparently led to repeated overheating of electronic components on the pcb lp controller. On the day of the reported incident, the circuit for limiting the motor current apparently failed due to this thermal load. As a result, the ventilator piston was accelerated with much higher force and has damaged the ventilator cover mechanically. Consequently, the fabius generated a ventilator fail!!! Alarm and deactivated the ventilator. As the user told us, despite the damaged cover, it was still possible to manually ventilate the patient with the fabius manual ventilation bag. Root cause for the present case was the disturbance of the position detection by the excess oil. Our further analyses have shown that oil was intentionally applied to the motor spindle during production. However, it had also accumulated in the spindle nut of the motor assembly and only emerged from this after some operating time running down the spindle onto the incremental encoder disk. The oil was usually removed from the spindle prior to further processing in the production line and also from the spindle nut by means of compressed air. Our analyses have shown that this additional process step was not sufficiently carried out for a limited period of time. It cannot be ruled out that other devices manufactured during this period also contain excess oil, which in the worst case can also disturb the position detection of the ventilator motor. So far, no comparable failures of fabius devices have been reported to us, but due to the theoretically possible failure of both automatic and manual ventilation (depending on the degree of damage of the ventilator cover), we have decided that all potentially affected assemblies, which we have already delivered, have to be replaced by a corrective action. The users have already been informed with a field safety notice about the identified risk. The technical correction of the devices was started at the same time.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow up - report.

Event description:
It was reported that the device emitted a loud noise and stopped functioning. It could be observed that a malfunction of the ventilator motor had occurred which led in consequence to a damage of the cover of the compact breathing system (cosy). No consequences to the patient were reported.